Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that there were bubbles observed at the connection point of the tubing at the blood inlet of the oxygenator. The purge line was run open and there was visible air in the system/tubing. The recirculation port was used during priming. Suction and venting and the recirculation port were not used during the case. There was no placement issue with the cannula which allowed air into the venous cannula/line. The venous line was not partially obstructed when the bubbles or foam appeared. Air was observed in the venous line. Vacuum assisted venous drainage was not used and there were no implements on the venous line. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the tubing pack was not primed or in use. The customer had the heater cooler lines on the oxygenator and water tested the oxygenator and circulated water through the oxygenator while on stand by for an off pump case. The circulation of water lasted for approximately 5 hours. They did not go on pump for that case and disconnected the water lines from the oxygenator. Later that evening, the customer had a case and went to use the same pump. While getting ready to prime, they noticed visible air. The customer speculated that it was either condensation or a micro water leak.